Event description:
The reporter stated that the up and down arrow keypad buttons were intermittently unresponsive. The reporter denied that the pump was exposed to water and that the keypad was damaged. The reporter also indicated that the patient wears the pump attached to a belt and that she does not clean the pump.

Manufacturer narrative:
(B)(6). The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 11/09/2011 device evaluation:the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings:the keypad was found to be intact; no peeling or lifting was observed. Investigation revealed that all keypad buttons responded as expected. There was evidence of adhesive found under the up and down arrow key contacts.